Event description:
Information was received about a healthcare professional about a patient implanted with a neurostimulator (ins) for other chronic/intract pain in the trunk/limbs. It was reported that the patient¿s entire stimulation system never worked since implant ((B)(6) 1999).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.